Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b5lt instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was found that the tip of the outer sleeve was damaged before the device was inserted into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.